Manufacturer narrative:
Samples were collected in plastic lithium heparin tubes with gel and centrifuged at 3250 rpm for 8 minutes at room temperature in a swing bucket centrifuge. Qc resulted within specifications during the time of the event. System check performed prior to the event met specifications. Service was not dispatched for this event. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accutni) result generated by the unicel® dxc 880i synchron® access® clinical systems for one patient. Customer tested a patient sample for accutni which gave a result of 4.65ng/ml and when repeated after eight hours, it gave a result of 0.02ng/ml. A second sample obtained from this patient gave a result of 0.01ng/ml. The erroneous result was reported outside of the laboratory. Patient was held for one additional day in the hospital for re-evaluation of troponin.